Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller reported the cartridge is leaky during use. Caller disposed of the alleged cartridge. No adverse event reported. No product will be returned.